Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic nephrectomy, the stapler, with a white reload, unknown buttressing material, unknown firing, fired but a line of staples, transverse to the staple cartridge, in the middle of the cartridge, didn't fire. A second like stapler and reload were used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch #: r57t33. Device evaluation: the analysis found that one psee45a device was returned with no apparent damage and with one gst45w cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. (B)(4).